Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead exhibited high threshold measurements and loss of capture. After defibrillation threshold (dft) testing the patient went into pea (pulseless electrical activity) and was found to have a pericardial tamponade. A pericardiocentesis was performed as the rv lead had perforated the heart wall. The lead was successfully repositioned and no additional adverse patient effects were reported.